Event description:
It was reported to tyco healthcare/kendall that a customer had a problem with a pair of teds. The customer reports "the pt was undergoing surgery at the time and was placed in steep trendelenberg position. The ted hose were applied by the pt prior to the positioning. It is not known what size hose the pt was given. The pt remained in the steep trendelenberg position for approx 8.5 hours. Upon arrival in the pacu, the pt complained of leg discomfort. The following day, it was determined that the pt developed blisters on the dorsal area of both feet and they had complaints of numbness in both legs. Approx. One week after the surgery, the pt had a neurology consult for continued numbness in the legs. One extremity had returned to 90% normal while the other was at 20-25% normal. The neruologist determined that the numbness was caused by compression of small nerves in the area."